Manufacturer narrative:
UDI format corrected. No additional information has been received for these fields. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
N/a

Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that: DHR review for: DHR review for: part# 03.010.058, synthes lot# 4714167, release to warehouse date: 05-aug-2004, manufactured by synthes (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the initial humeral nail surgery performed on (B)(6) 2016, the slide/fixed hammer fell on the floor and the handle of the hammer broke off. A broken piece of the handle was retrieved. No piece of instrument fell inside the patient. Spare device was available to complete the procedure. Surgery was completed successfully with no patient harm, additional medical intervention, or surgical delay. Patient status following the surgery reported as stable. This complaint involves 1 device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product development investigation: the returned device has a broken handle. Additionally the distal threads on the shaft are damaged, causing the captivation nut to be unable to tighten to the hammer head. The head of the hammer shows wear consistent with over 12 years of use. A visual inspection, drawing review and DHR review were performed as part of this investigation. The complaint is confirmed. The slide/fixed hammer (03.010.058) is a component of the dynamic helical hip system and humeral nail-ex system which is utilized with the titanium cannulated humeral nail system. The slide/fix hammer is specifically used to aid in antegrade and retrograde nail insertion, insertion of spiral blades and the removal of both the spiral blades and nails. The drawings were reviewed as part of investigation. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. No definitive root cause was able to be determined. The handle of the hammer broke after dropping the instrument. The device is over 12 years old and was likely used for numerous procedures. The device is used to impact im nails; continued impact to the device as well as sterilization cycles may have contributed to weakness in the handle. The threads on the device were also likely damaged due to dropping the device. There were no issues during the manufacture of this product that would contribute to this complaint condition. The date is reported incorrectly in (B)(4). The correct date is october 24, 2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.